Event description:
It was reported the patient experienced ineffective stimulation and it was confirmed one lead was fractured. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue. The investigation did not determine which lead was fractured.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000104547.¿

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.